Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and abdoiminal fullness and shortness of breath. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. Treatment for the peritonitis was not reported. Fourteen days after peritonitis diagnosis, it was indicated that the event ended and the patient outcome was reported as "symptoms were resolved". Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.